Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling in a laparoscopic procedure, the device was unable to fire the staples once loaded. To resolve the issue a new stapler with the same model was used. There was no patient injury.